Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that based on the history of alarms, a patient was diagnosed based on previous patient information.

Manufacturer narrative:
There was no product malfunction. System logs were reviewed by the france technical support specialist (tss) who observed that the last discharge on room box 6 was on the (B)(6) 2018. Since then, they have been on the same patient. This information was communicated to the customer. The device remains in use at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.